Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure the speedband superview super 7 ligator misfired. The physician was able to do the first band fine, but then, when he went to do the second band, three bands came off at the same time, and would not catch. The physician aborted the procedure, and will reschedule the pt. There were no pt complications and the pt is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.